Manufacturer narrative:
(B)(4).the sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information. The sample was received for evaluation on (B)(6) 2011. An actual sample was received for evaluation in its unused closed blister. A visual examination of the sample revealed a piece of another set (cut tubing and blue slide clamp) punching in the blister seal. The reported condition was confirmed. Although the reported condition was confirmed, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter an interlink t-connector extension set in which the set was cut in half. According to the report, a nurse noticed the t-connector packaging's side was open with half of another set inside of it and they are concerned about the sterility. The condition was identified before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.